Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Caller alleging discrepant inratio value. (B)(6) 2015 - inratio2 (patient's device) = 3.2. (B)(6) 2015 - inratio2 (second device*) = 1.3. (B)(6) 2015 - lab = 1.3. (B)(6) 2015 - inratio2 (patient's device) = 1.8. (B)(6) 2015 - inratio2 (second device) = 2.5. (B)(6) 2015 - lab = 2.5. (B)(6) 2015 - inratio2 (patient's device) = 3.0. (B)(6) 2015 - inratio2 (second device) = 3.0. (B)(6) 2015 - lab = none performed. (B)(6) 2015 - inratio2 (patient's device) = 1.4. (B)(6) 2015 - inratio2 (second device) = 2.7. (B)(6) 2015 - lab = none performed. (B)(6) 2015 - inratio2 (patient's device) = 2.3. (B)(6) 2015 - inratio2 (second device) = 1.8. (B)(6) 2015 - lab = none performed. (B)(6) 2015 - inratio2 (patient's device) = 1.8. (B)(6) 2015 - inratio2 (second device) = 1.4. (B)(6) 2015 - lab = none performed. (B)(6) 2015 - inratio2 (patient's device) = 3.0. (B)(6) 2015 - inratio2 (second device) = 2.9. (B)(6) 2015 - lab = none performed. (B)(6) 2015 - inratio2 (patient's device) = 1.9. (B)(6) 2015 - inratio2 (second device) = 2.4. (B)(6) 2015 - lab = none performed. (B)(6) 2015 - inratio2 (patient's device) = 1.8. (B)(6) 2015 - inratio2 (second device) = 2.2. (B)(6) 2015 - lab = none performed. (B)(6) 2015 - inratio2 (patient's device) = 1.4. (B)(6) 2015 - inratio2 (second device) = 1.6. (B)(6) 2015 - lab = none performed. (B)(6) 2015 - inratio2 (patient's device) = 1.4. (B)(6) 2015 - inratio2 (second device) = 1.9. (B)(6) 2015 - lab = 1.9. Less than 10 minutes between tests on each day. Patient's therapeutic range 2 - 3. Patient states he sometimes has to squeeze finger to produce sufficient blood drop. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Additional information: the meter associated with the complaint was returned for investigation. The customer's correlation issue was not confirmed during in-house testing. Retain strip testing on the returned meter met both accuracy and strip repeatability criteria. The release specification is within the calculated confidence interval of the percent flier rate for complaint investigation testing the manufacturing records for the lot were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. The impedance curve associated with a reported result found the curves exhibited characteristics of a weak-slope change curve. Our CAPA investigation (CAPA-(B)(4)) has determined that impedance curves with weak slope change can cause discrepant results. The inratio meter software may generate an incorrect or discrepant inr result when the patient sample exhibits a weak-slope change impedance curve. The CAPA investigation has also determined that certain patient conditions (e.g. Low hematocrit, sepsis) can contribute to weak slope change impedance curves. Conditions provided by the customer were not found to be associated with weak slope change impedance curves. (B)(4). Corrections: brand name: removed inratio pt/inr test strips (as the complaint device) and added the inratio2 pt monitoring system (monitor). Model #: removed inratio pt/inr test strip and added the monitor model 200432. Lot#: removed inratio pt/inr test strip lot number and included serial number of monitor as above. Removed the monitor as a concomitant medical product and added the inratio pt/inr test strips. A 510k#: removed the inratio pt/inr test strip 510k# k092987 and added k072727 to reflect the inratio2 pt monitoring system. Labeled for single use?: changed from "yes" to "no" since the monitor is not a single use device. Usage of device: changed from "unknown" to "reuse" since the monitor is not a single use device.